Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into low suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was nearly 200 mg/dl, compared with the sensor reading of 42 mg/dl. On another occasion, the blood glucose was 127 mg/dl, compared with the sensor reading of 64 mg/dl. He did not observe any bent sensor cannulas. He was guided through proper sensor insertion and calibration techniques and advised that a replacement sensor would be sent.